Event description:
It was reported that the patient with this implantable lead experienced an infection. Subsequently. The lead was explanted and replaced. No additional adverse oatlent effects were this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).